Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the capture threshold of the left ven- tricular lead was 5.5 v at 1.5 ms. The lead was removed and replaced.